Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 90% stenosed lesion being treated was located in the moderately calcified, severely tortuous left circumflex. The physician pre-dilated with a non-bsc balloon catheter. The physician then advanced the 3.50x16mm promus element stent delivery system and was not able to cross the lesion. After re-dilation the procedure was completed with a non-bsc device. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device identified that the tip of the device was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Stent strut rows towards the distal end of the stent were raised from the balloon, misaligned and stretched distally. In addition, a stent strut at the proximal end of the stent was raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon section of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The lumen was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).